Event description:
The customer reported that a nurse suffered a broken hand when a monitor fell. Initial review and evaluation of the issue/incident details does not support that there was a device malfunction.

Manufacturer narrative:
(B)(4). It was reported that the monitors are mounted (hung) on the bed frames. It was also reported that the bed frames are rounded and it is implied that the monitors re pushed off of the bedrails, causing this to fall. It is being considered that this is used outside normal and expected. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.